Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was capped/abandoned as during a routine generator change, the medical doctor accidentally cut the lead and thus capped and replaced it. The pacemaker device was explanted due to normal battery depletion (nbd). A new lead and device were implanted at the same surgical intervention. No additional adverse patient effects were reported.